Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device caused the pt to experience uncontrollable jerking. The device took pain away but, during public speaking, the pt would start jerking and it was embarrassing. The entire device system was to be explanted. Additional info has been requested, but was not available as of the date of this report.